Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, the bullet detached from the suture when it was thrown through the patient's right arcus tendineous. The physician opined that he caused the detachment by using too much force when throwing the bullet. The needle was lost, and the physician assumes it's inside the patient event though it did not show up on a pelvic x-ray. The capio device carrier was bent, so the procedure was completed with another capio device, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.